Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : irregular positioning and angulation of the acetabular cup with possible periprosthetic lucencies to suggest possible loosening was noted. The angle of abduction measured 25 degrees (normal range 30-50 degrees). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown liner lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04414 liner.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a left hip revision due to poly wear and cup loosening. The sales rep was inquiring about implant identification of the stem and cup. Attempts were made to obtain additional information; however, none was available.